Event description:
It was reported that following the implant of a transcatheter valve, a left bundle branch block (lbbb) was observed and a temporary pacemaker was re-placed as a precaution. At that time, upon withdrawing the intracardiac echocardiography (ice), air was detected in the right ventricle. Subsequently, the air was removed using a pig tail catheter and the temporary pacing lead was placed. It was suspected that the air entered through the ice during removal. Per the physician, the transcatheter valve and delivery catheter system (dcs) did not cause the air in the right ventricle.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012728271); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.